Manufacturer narrative:
Continuation of d11: product ID 389056 lot# serial# *(B)(6) implanted: (B)(6) explanted: (B)(6) product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the stimulator "broke" in march and they took it out on (B)(6) 2019. The patient clarified the ins "broke" when the patient fell. The leads broke and everything was removed. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 389056, serial# (B)(4), implanted: (B)(6) 2003, product type: lead. Other relevant device(s) are: product ID: 389056, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for cervical radiculopathy. It was reported that the stimulator didn't seem to be working right since (B)(6) 2019. The patient clarified that the stimulation should be in the left shoulder, but it seemed like the stim is on the right side. The patient stated she had a fall in (B)(6) 2019 on her right shoulder. The patient said the hcp said that the lead wires in her neck did not seem right. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the hcp was getting a message that impedances couldn't be read because of low pulse width. It was indicated that the patient had been getting good relief but they fell in march and the system hasn't been working since. Stim has only been on the right side and not the left. The hcp thought something happened to the system when they fell and stated the pw on the right side was about 300 but there was nothing on the left. Impedances were ran at 3.5v and 450 pw which showed the left side contacts were all over 4k ohms and the right side had a few that were around 750 ohms. The hcp indicated they would obtain x-rays and refer the patient for replacement. The patient said that the wires were loose. No further complications were reported.